Manufacturer narrative:
Additional narrative: date of post-operative plate breakage is unknown. Additional product codes for this report include hrs and hwc. (B)(4). Unknown date of explant. The complainant part is not expected to be returned for manufacturer review/evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4)- manufacturing date: june 18, 2014 - expiry date: june 1, 2024. No anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 4.5mm variable angle ¿ locking compression (va-lcp) curved condylar plate broke approximately six (6) weeks post-implantation. The patient returned to the operating room on an unknown date for revision. The broken plate was removed. It was noted that the initial femoral fracture had not yet consolidated, so the patient was re-fixated with an unknown nail. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was received for investigation by the manufacturer on august 3, 2016 and was reported under duplicate complaint number (B)(4). (B)(4) was voided as a duplicate complaint. A manufacturing investigation was performed for the subject device (4.5mm va-lcp curved condylar plate/10hole/230mm/lt-ster, part number 02.124.411s, lot number 9007326). The subject device was received broken at the level of the variable angle 4th hole. Scratch marks were observed all over the surface of the device. The returned device was re-inspected for all the features pertinent to the complaint condition. The plate is broken at level of the hole referred as hole 4 in the analysis report. In order to confirm the conformity of the features of the damaged hole, the five closest holes in the fractured area (referred as holes 1, 2, 3, 5, 6 in the analysis report) have been re-inspected and their features found conforming to specifications. Since all the plate holes are manufactured using the same cnc program, parameters and tools (repeated features) it is possible to conclude that also the features of the damaged hole were conforming to the specification. The complaint condition is confirmed; however, a root cause could not be determined. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Based on the investigation results and limited complaint information it possible that the cause of the breakage is the result of a mechanical overload situation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.